Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a drawer failure. The customer stated that no drawer had opened to issue the needle-free valve and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because a drawer did not open. A field service engineer inspected the back, reset all connections, replaced a controller board and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.